Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported codes and no message was present. The fse reviewed the logs and was able to verify electrical fails code 52. The fse re-calibrated all the transducers, and then performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was ran for 1 hour and cycled power several times and there were no issues. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while the customer was performing morning checks the cs300 intra-aortic balloon pump (iabp) displayed power up failure code #52 . The iabp unit was powered off then back on and maintenance code #1 appeared. There was no patient involvement, and no adverse event reported.